Event description:
Information was received from a patient regarding external device. It was reported that they have been having trouble with their personal therapy manager (ptm) 'quite a while'. The patient stated that they have had 3 new ptm's - 1 because of 'surgery' and 1 was messed up. The patient reported the handset lagging at 91 percent, error code 156, and 338. The patient stated that 95% of the time, they see message wanting them to restart the application. The agent assisted the patient with clearing the data on the handset. The agent had the patient connect to the pump and the patient commented that the handset took forever to 'find the communicator'. The patient connected to the pump without an issue.  The patient noted that they have a head injury and have been experiencing memory difficulties, so they like to know how much time is left before the next bolus. The agent reviewed best practices for external devices. The patient will monitor the lag issue and call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.